Manufacturer narrative:
The following fields have been updated with additional/corrected information: b5, d1, d5, e2, e3, g1, h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from (B)(6) 2022 to (B)(6) 2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the station failed login and could not be recovered after rebooting. A technical support specialist dialed into the station, logged in as cfnadmin and configured for automatic launch to cfnapp within the station settings. He copied the rss update agent folder and transferred it to the station pacu2. He rebooted the station and the medapplication auto-launched accordingly in cfnapp. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported by the customer that a pyxis medstation es failed to login for a user. The user tried rebooting and restarting pyxis, but the screen was stuck on a blue screen that said "carefusion". They read the manual but still failed to find a solution to this. This malfunction caused a delay in dispensing medication to patient. There were no adverse events or injuries reported based on this incident.

Event description:
It was reported by the customer that pyxis medstation es system unable to access pyxis and have attempted to restart the system in order to resolve the issue. However, it remains unresponsive, displaying a blue screen with the message "carefusion." A customer reported that they are currently unable to dispense any medications from this pyxis system. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that user unable to login. A technical support specialist logs in as cfnadmin, configured for automatic launch to cfnapp within the station settings. The specialist copies the remote support service update agent folder, transfers it to the station, and subsequently reboots the station, after which the medical application is operational. The system functioned as intended after field service engineer troubleshooting.